Manufacturer narrative:
Complaint details: on 03/27/2019 (B)(6) of (B)(6) hospital. Reported: damaged cart bases. Product ID: mee-2000a-dt, serial# (B)(4). Service requested/performed: exchange. Investigation result: issue resolved. Root cause: a scar (supplier corrective action) was sent to the supplier modo to resolve the issue of the wheels bowing and breaking off. The field use loads and requirements exceed those specified in the design requirements. Field conditions may include a higher load and or more aggressive use. Corrective action: modo agreed to a 3 phase approach. Washer retrofit kit, field upgrade kit and redesign. Nka agreed to all three. Washer retrofit kit nih 9600 were developed and shipped. Modo eco (B)(4). Upgrade kit was developed for field upgrades. This kit included a new design for the base. Included on eco 95744. Nka agreed to redesign. Redesign was completed. See (B)(4). The eco was approved by nka. Change will be implemented on the open order. Validation: for the months of january and february 2019 after the hardware kit was implemented at john hopkins on brand new carts, there have been no complaints on the carts and are working as they should. We received the upgraded carts from modo as of january 2019 with the eco change is implemented. So, going forward, the carts shipped will have the upgraded design. The device was not in use on a patient and there was no reported harm. As such, there is no risk to using this device or remaining devices on the market for this issue.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019 (B)(6). Reported: damaged cart bases product ID: mee-2000a-dt, serial#(B)(6). Service requested/performed: exchange investigation result: issue resolved root cause: a scar (supplier corrective action) was sent to the supplier (B)(4) to resolve the issue of the wheels bowing and breaking off. The field use loads and requirements exceed those specified in the design requirements. Field conditions may include a higher load and or more aggressive use. Corrective action: (B)(4) agreed to a 3 phase approach. 1- washer retrofit kit, 2- field upgrade kit and 3- redesign. Nka agreed to all three. 1- washer retrofit kit nih 9600 were developed and shipped. (B)(4). 2- upgrade kit was developed for field upgrades. This kit included a new design for the base. Included on (B)(4). 3- nka agreed to redesign. Redesign was completed. See (B)(4). The eco was approved by nka. Change will be implemented on the open order. Validation: for the months of (B)(6) 2019 after the hardware kit was implemented at (B)(6) on brand new carts, there have been no complaints on the carts and are working as they should. We received the upgraded carts from (B)(4) as of (B)(6) 2019 with the eco change is implemented. So, going forward, the carts shipped will have the upgraded design. The device was not in use on a patient and there was no reported harm. As such, there is no risk to using this device or remaining devices on the market for this issue.

Event description:
The wheel base on the cart are bending to a point where the recorders have trouble movings and the stability of the cart is degraded. This cart is used with the mee-2000a which is an iom system used for evoked potentials, eegs, and emgs.

Manufacturer narrative:
The wheel base on the cart are bending to a point where the recorders have trouble movings and the stability of the cart is degraded. This cart is used with the mee-2000a which is an iom system used for evoked potentials, eegs, and emgs. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The wheel base on the cart are bending to a point where the recorders have trouble movings and the stability of the cart is degraded. This cart is used with the mee-2000a which is an iom system used for evoked potentials, eegs, and emgs.